Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be user related (example: salt accumulation)/block drainage lumen/no drainage eye). The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (latex foley catheter) product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the customer was having an ongoing problem with bard foley catheters that had the urometer bag attached. It was stated that the catheters did not drain, and it looked like the patient was having very little urine output. The nurse attached a syringe to the tubing and was able to pull out close to 800cc of urine.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer was having an ongoing problem with bard foley catheters that had the urometer bag attached. It was stated that the catheters did not drain, and it looked like the patient was having very little urine output. The nurse attached a syringe to the tubing and was able to pull out close to 800cc of urine.